Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device had persistent downstream occlusion alarms occurring. Per reporter, it was not linked to a specific therapy, and indicated that the issue was replicated in the central clinical resource unit with some devices but not every time. Per reporter, the alarm is occurring during the priming phase, and six alarms have occurred in the past week. Reporter alleges that the issue seems to be the result of a recent software update.